Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alert and insulin pump was turned off. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. The customer was assisted with troubleshooting and screen went black. The customer was reported that they received low battery alert prior to replace battery alert. The customer was reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. The customer was reported that the insulin pump had pump error and reported that they were able to clear and rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.